Event description:
It was reported that the patient presented to the emergency department (ed) due a shock. The shock was appropriate. At that time, other episodes revealed that the patient had some noise on both ra and rv leads. They were stored as non sustained events. The device had oversensing due to noise. The physician decided to explant and replaced the system. The patient condition was stable. Related manufacturer reference number: 2017865-2022-15554. Related manufacturer reference number: 2017865-2022-15555.